Event description:
It was reported that during the procedure, there was a problem with the passage of the solitaire stent in the distal part of the 3max microcatheter. After several attempts, the solitaire was withdrawn. A different size sfr4-3-20-10 was used, and mechanical thrombectomy was successful. The patient was reported to be alive with injury. All symptoms indicating ischemic stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient symptoms related to the ischemic stroke include incoherent speech, balance disorders, right side paralysis. On june 9th, the patient was transferred to the stroke unit with an indication for mechanical thrombectomy. Manufacturer representative (rep) has no access to other information. The device and any accessories were prepared as indicated in the IFU. The device was used according to instructions. The second same device worked without a problem. Apart from the issue with solitaire, the procedure went smoothly and the vessel was unblocked. The catheter resistance was int the distal part of the catheter. A continuous saline flush administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the ischemic stroke was a thrombus occluded the vessel in the m2 segment.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-3-40-10 stent device was returned within its introducer sheath, its outer carton, in a sealed biohazard bag, and a shipping box. The reported non-mdt (3max) catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr4-3-40-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was observed. The stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends or kinks were found on the pusher wire, and no other anomalies were found. Testing/analysis: the solitaire fr4-3-40-10 stent device was tested for resistance using an in-house rebar 18 catheter with an inner diameter (ID) of 0.021 inches without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported after replacing the device, the thrombectomy was successful.